Manufacturer narrative:
(B)(4). The cycler was not replaced in this complaint, an evaluation was not performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient skipped multiple treatments and was hospitalized for fluid overload. The pdrn stated the patient had personal issues and was not able to perform treatments. The patient was still in the hospital at the time of the report until it could be determined how the patient would receive future dialysis treatment. Patient's medical records were requested.